Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The introducer sheath, the main coil and the delivery wire were returned. The main coil and the delivery wire were not interlocked. It is important to know that it was necessary to cut the introducer sheath to release the main coil. Twist lock was opened, and blood was noticed inside the introducer sheath. The main coil was stretched, also it was detached at interlocking arm section. The functional inspection could not be performed due the main coil and the delivery wire were not interlocked. Under microscope it was observed that the main coil was detached at interlocking arm section.

Event description:
Reportable based on device analysis completed on 16nov2022. It was reported that the coils could not be delivered or withdrawn outside the catheter and the delivery steel wire at the tail end was twisted. The 90% stenosed target lesion was located in the renal artery. A 12mmx40cm and 15mmx40cm interlock-35 coil were selected for use. During the procedure, the third 15*40 and 12*40 coils could not be delivered or withdrawn outside the catheter. Later, another 15*40 coil was used and delivered successfully. The delivery steel wire at the tail end was twisted, and repeated attempts failed. The coil and the catheter were removed together. The procedure was completed with another of same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm got detached.